Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his blood glucose was 400 mg/dl. The customer's insulin pump had a foggy display; the fogginess would go away. The fogginess had occurred two or three times. There was also cracks on the battery compartment. There were also slight scratches on the screen. The reservoir was not returned for analysis.